Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the reported event, the root cause of the power not turning on could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a green light appeared then unit was powered on the high-definition lcd monitor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported getting a green light when trying to power on the unit. The unit did not have an external power supply and no swapping could be done. The customer was instructed to send the unit in for additional testing and repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.